Event description:
A surgeon reports that two yrs following bilateral intraocular lens (iol) implant surgery, glistenings were affecting the pt's vision. The pt had reported that her general and night vision were not clear. Add'l info has been requested. There are two MFR's device reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. This report was mailed to FDA on: 04/10/2008.